Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken off 14 mm from the tip. There were scratches around the broken part of the probe. Observing the fractured surface of the probe, cracks progressing starting from the scratch were found. The tissue pad was worn. There was a trace of contact with the rear end of the probe on the non-insulated part. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, after using the device for approximately an hour during a therapeutic laparoscopic colectomy procedure, an unknown output failure code was received for the device. The device was removed from the patient body, and the device probe breakage was confirmed outside the patient. The broken piece was collected. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting were on during the procedure. Functional mode at the time of the event is not known. Nor is it known if the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the distal end of the grasping section was grasping a hard and thick tissue. Therefore, the probe came into contact with the tissue pad at the rear end of the grasping section. As a result, the tissue pad was worn out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe. This caused scratches on the probe. 4. A force to activate the output in seal & cut mode, or a force to grasp a tissue might have been applied to the probe. Therefore, the cracks started from the scratched area. Also, error was detected. 5. A load was applied to the probe and the probe broke. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.